Event description:
Alleges the development of a latex allergy after repeated exposure to latex gloves. She alleges that as a result of this sensitization to latex, she is subject in the future to one or more anaphylactic reactions to latex product. Also alleges that as a result of this disease, she has suffered substantial injury, pain and suffering as well as economic loss.